Manufacturer narrative:
(B)(4). The device was not returned for evaluation; however, the serial number of the device was identified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). On an unreported date, the patient experienced a hernia. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the patient experienced a hernia coincident with automated peritoneal dialysis therapy. The hernia occurred prior to initiating automated peritoneal dialysis therapy. The cause of the hernia was not reported. The hernia worsened with peritoneal dialysis therapy. Three days prior to the receipt of this report, the patient was hospitalized to undergo a surgical repair procedure for the hernia. It was not reported if dianeal therapy was ongoing. It was not reported if the patient was recovering or was recovered from the hernia. No additional information is available.